Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor did not display cardioplegia delivery time or dose while in manual delivery mode. The user reported that upon delivering the second dose of cardioplegia., the monitor functioned as expected and was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.